Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 100 units of insulin. Reportedly, more insulin was added to the cartridge and insulin delivery was resumed. There was no reported impact to customer's blood glucose.